Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who undergone primary breast augmentation with a (left) 350cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant. Post-operatively, the patient suffered several unexplained systemic symptoms, including breast implant illness, sinus infection, bowel issues, mood swings, joint pain, low libido, headaches, weight gain, depression, anxiety, and insomnia. Lastly, the right breast implant is out of its capsule. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 28, 2023, mentor received additional information indicating that the patient had undergone breast revision surgery on (B)(6) 2023. The patient underwent bilateral breast implant removal, capsulectomy, and anchor mastopexy due to capsular contracture on the right breast. The patient also suffered breast asymmetry. On march 30, 2023, mentor received additional information indicating that the patient's right breast capsular contracture was a baker grade iii/IV. In addition, the left breast is soft but hanged lower than the right breast. The patient's implants were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: generalized illness, anisomastia.

Manufacturer narrative:
On april 18, 2023, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.